Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient removed the sensor, and wire was left in her skin after removing the patch. Few days after the sensor removal the area developed redness, skin inflammation, and swelling with a firm/hard lump. The patient visited her doctor and advised her to consult a surgeon. She saw the surgeon on (B)(6) 2025, and an x-ray confirmed that the wire was still in her arm. No attempt was made to remove the wire, as she declined any procedure that would involve probing her arm. She was prescribed an unspecified oral antibiotic (to be taken three times daily for seven days) and was advised to follow up. After completing the antibiotic course, the area healed, and the patient did not return for follow-up. No other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.